Event description:
Complainant alleged that during the medic's transport of a pt (age and gender unknown), the device that was being used to monitor the pt suddenly shut down and then powered back up. The medics changed the device battery, but again the device shut down and then powered back up. The complainant indicated that the medics changed the battery three or four times, the device continued to shut down and then power back up. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.